Event description:
Patient's mother observed insulin shooting out of tubing after activation of pump piston had stopped. Patient's mother states this happened with two sets from the involved lot number. Malfunction was solved by changing the infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4). Evaluation summary: two used devices and 5 unused devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Furthermore 1 used sample failed the flow test of the tubing. Unused devices: the unused devices were tested as the used devices. One sample had a humid membrane in the p-cap connector and also failed the p-cap connector vent test. The remaining 4 samples were all within specifications. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaint related to the specific device resulted in no similar complaints for the involved lot number 8200891. No relevant deviations during manufacturing were recorded.